Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the device would not inflate properly and it could not be used for it's intended purpose. The patient stated he started having issues with the device within the first year after it was implanted. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Following the surgery the patient was doing well and the implant was working.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted.